Event description:
According to the reporter, pt had a lapband operation and all of her skin incisions were closed with indermil. She went back a week later complaining of itching and redness around the incision sites. She was treated with benadryl and local cortisone cream without much relief. She then came back to the ER two days later due to exacerbation of the itching, and there were fine petechia surrounding the incisions up to her chest. She was treated with atarax and oral prednisone which halted the progression of the redness and decreased the itching. Pt fine now. Procedure: skin closure.